Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced two (2) clotting events while using a theranova 500 dialyzer. The first blood circuit clotted approximately 1 hour 30 minutes after the start of treatment, however heparin was correctly infused at the patient connection. The treatment was discontinued and restarted with another blood circuit. The second clotting occurred approximately 10 minutes before the end of treatment, despite the infusion of a second heparin bolus. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
During follow up, it was reported that theranova 500 was replaced with theranova 400 and non baxter dialyzers, and there was still clotting identified. The cause of the clotting was reported as related to a change in the patient's condition. The dialyzer is no longer considered a suspect in this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were received for evaluation. During visual inspection, the first product shows clotting on both sides of the product. The second product shows clotting only on one side (venous side). The visual inspection of the cutting surface of both products does not show any conspicuousness. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.